Manufacturer narrative:
Date sent to the FDA: 2/11/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 2/7/2021. Additional information: d1, d3, d4, e1, g1, g4. Additional b5 narrative: it was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. Date sent to the FDA: 2/7/2021. Corrected information: d6a. Corrected b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2016 and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: b7.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2017 and (B)(6) 2017. No additional information was provided.